Event description:
A tandem mobi cartridge alarm was reported by the caller, which occurred during the load process. The caller experienced consecutive cartridge alarms for the pump. There was no adverse impact to the customer¿s blood glucose level. Technical support confirmed the alarm issue and resolved to replace the pump. The customer reverted to manual injections for insulin therapy.